Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. Sku # 7706 of the contour® plus test strips is only available in mexico; therefore, the UDI # is not applicable. The contour® plus test strips used with the contour® plus meter is similar to the contour® next test strips used with the contour® next meter available in the us market. Therefore, product code nbw and most recent 510 (k) # k191286 associated with the contour® next meter marketed in us were captured in sections d2b and g4 respectively. The device was distributed outside the us, therefore, no gudid information exists.

Event description:
The customer from mexico called ascensia customer service to seek assistance with their contour® plus meter. While verifying the blood glucose readings in the meter¿s memory during troubleshooting, there was a reading of 296 mg/dl at 7:51 a.m. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter¿s memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.